Manufacturer narrative:
The system was serviced in the field and failed computer boot up. System boot up was delayed without explanation. Afterwards, the system displayed "the system detected an issue during startup and is attempting to restart...", upon bootup, the system experienced an unexplained delay. The system would then display an error message to contact technical services. The all in one computer was replaced and the failure was resolved. Codes b01, c02 and d02 are applicable. The flex aio was returned and was tested and found to boot consistently and within normal times when compared to a known good unit. The system was booted in different configurations (ie. Mouse, keyboard, bob, emitter, mem sick) without change. Unit was powered on over 30 times. The chassis was opened and the black wire to the ssd was being pinched between the ssd housing and the dvd drive. Codes b01, c02 and d02 are applicable. Logs were received and analyzed. They found that display manager process (lightdm) was down and it was reported by system daemon. It was determined that this was a known software issue tracked in medtronic databases. Codes b01, c10 and d02 are applicable. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot #: version: 1.3.0, ubd: , UDI#:.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had a delayed boot up. The power button would be illuminated, but the screen would remain black. The system would display a blue screen with the message, "the system has detected an issue during start up, attempting to re-start." The system would then power cycle and boot up properly. This occurred 2-3 times. There were no issues other than boot up. This was reported outside of a procedure. There was no patient involved. It was reported that the cause of the issue was unknown.